Event description:
It was reported that the device was used during a laparoscopic ventral hernia repair, the insufflation protection tore with entry of mesh. There were no pt consequences.

Manufacturer narrative:
Eval summary: only the sleeve of the device was received. The sleeve was returned with the outer gasket torn and missing. The sleeve was noted to have body fluids throughout the entire device.